Manufacturer narrative:
.

Event description:
It was reported that the lesion treated was located in the 2nd obtuse marginal artery. Two endeavor stents (ref mdr2953200-2008-00269) were implanted. Patient suffered an acute non-stemi one day following stent implant. The investigator reported a periprocedural mi. Troponin elevation was noted 24 hours post implant. Patient was discharged on two days post stent implant.